Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the connector/lcd isolation tape noted. The insulin pump passed displacement test and basic occlusion test. However, unable to prime the insulin pump during prime test due to protruded/loose drive support disk. No prime alarms noted. The insulin pump received with cracked case at display window corners, cracked reservoir, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
The customer's husband reported an a33 alarm. The alarm occurred during an attempt to put in insulin. After the esc button was pressed, the insulin pump alarmed motor error. Insulin was leaking during the manual prime process. During troubleshooting, it was discovered that the drive support cap was protruded. The current blood glucose level is 177 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.